Event description:
The customer observed multiple, lower than expected, vitros vanc proficiency sample results when processed on a vitros 4600 chemistry system. The following results were obtained: qc fluid= 41.6, 41.6, 42.1, 41.8, 42.8 vs. An expected result= 61.37 mg/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report that patient results were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, lower than expected, vitros vanc proficiency sample results was observed on a vitros 4600 chemistry system. An ocd fe performed service actions to multiple subsystems of the analyzer. Following service actions, expected system performance was obtained. The most likely cause of the event was determined to be instrument related. In addition, improper pre-analytical sample storage cannot be ruled out as a contributing factor.